Manufacturer narrative:
It has been communicated that the device is available for investigation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that there were 11 patties in the package instead of 10. There was no patient involvement.